Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure, a cannulated hexagonal screwdriver's tip broke off upon inserting a 6.5 headless screw in the foot. Broken driver tip came out when guide wire removed. Fragments were generated and removed easily without additional intervention. There was no surgical delay. The procedure was successfully completed with no patient consequence. Concomitant medical products reported: unknown headless screw (part# unknown, lot# unknown, quantity:1); this complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number; d8; d11: therapy date; h4. H11 corrected data: g1: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: additional data d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: visual inspection: the cannulated hexagonal screwdriver f/6.5mm hdlss compression (part # 03.227.041, lot # 8562921, mfg 5-sep-2013) was received with the distal tip of the screwdriver broken off at the point where the screwdriver shaft turns into the distal hexagonal tip. The broken portion of the device was returned. This is consistent with the reported complaint condition, thus confirming the complaint. Conclusion: the complaint condition is confirmed as the cannulated hexagonal screwdriver (part # 03.227.041, lot # 8562921) was received with the distal tip of the screwdriver broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 03.227.041, lot: 8562921, manufacturing site: bettlach, release to warehouse date: (B)(6) 2013. The broken sub-component 60024082 / screwdriver shaft hcs 6.5 is not lot tracked. Therefore the last three potential work orders that were produced prior to lot 8562921 were reviewed. The review has shown that with stainless steel 1.4123 the correct material was used and that the hardness was within the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.